Manufacturer narrative:
Initial.

Event description:
It was reported that a user applied a new dexcom g7 continuous glucose monitor (cgm) sensor and initially experienced a prompt to connect the cgm or enter a blood glucose value, indicating signal loss to the ilet, after which the sensor connected and displayed glucose readings following troubleshooting and education. No adverse clinical symptoms reported. Outcomes included no alerts, no alarms, and no need for medical intervention. User support included remote troubleshooting and user education, confirming successful cgm connection and data transmission to the ilet. Investigation of this case revealed a transient communication issue between the cgm and the ilet that resolved with standard reconnection steps, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent communication disruption that resolved with routine troubleshooting.